Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 06/03/2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as a red rash with an open sore and pus. Reaction was located on the abdomen. The patient's healthcare provider sent the patient a prescription for barrier strips. Patient could not recall exact date of prescription but estimated it was at the end of (B)(6) 2016. Affected area was treated with the prescribed barrier strips. At the time of contact, the patient was stable. Additional event or patient information was not provided.